Event description:
It was reported that the device exhibited a red error code 46446 when switched on for the first time. Per reporter, the steripolar warehouse had eight brand new, never switched on pumps that gave the same alarm, when switched on for the very first time. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The device had not been repaired before. Visual and functional tests were performed, and the customer's reported problem was confirmed. The device displays last error code (lec) 46446 in the device information. To solve the problem, the error code will be cleared, execute software update and a long-term test.